Event description:
The complainant reported that during a procedure, the chair fell from the upright to a more reclined position. There was no impact to the patient.

Manufacturer narrative:
Evaluation summary: a trained mechanical engineer on staff examined the device at the manufacturer's facility. A visual inspection was done as well as a performance test. The device conformed to all acceptance tests. No problem was found and the malfunction could not be duplicated.